Event description:
It was reported that revision surgery was performed. The patient experienced a first dislocation 6 months prior to revision. Synovitis and a soft tissue reaction with no pain reported.